Event description:
Rptr stated that caller from facility reported that the unit had overfilled the final container from the 70% dextrose source container on station 2. This was based on lab analysis of dextrose concentration of tpn, the infusion of which was halted when pt was determined to be hyperglycemic. The programmed concentration of dextrose was 5%, two separate analyses determined the actual concentration to be 32.4% and 34.3%. F/u: caller from facility was able to gather info requested: pt was a 13mo old 8.3kg female who was started on tpn, whose blood glucose was 389 2 hrs later and 425 in another hr when the bag was taken down and she was started on 5% dextrose and 0.45% nacl + 20 meq kcl. Four hrs later blood glucose was 79 and 94 in another 4 hrs. He had no info on the use of insulin. Pt was restarted on tpn without further incident or sequelae. F/u: caller from facility reported that no insulin was used to reduce the hyperglycemia. Unit was sent to the MFR for eval.